Manufacturer narrative:
Patient identifier unknown / not provided. Zimmer biomet complaint number (B)(4).

Event description:
It was reported that the green sealed cap on the inner packaging of the implant (tsv4b11) was damaged. The doctor was able to complete the procedure with another implant.

Event description:
It was reported that the green sealed cap on the inner packaging of the implant (tsv4b11) was damaged. The doctor was able to complete the procedure with another implant.

Manufacturer narrative:
A tapered screw vent implant package were returned for inspection. Visual inspection revealed that the device package were already opened. Implant was returned. No related nonconformance were noted for this complaint after DHR review. Review of appropriate documentation - instructions for use for tapered screw-vent, advent and trabecular metal¿ implants 4869 rev 7-01/16. Information identified: product packaging all implants have been cleaned, packaged in double vials within an environmentally controlled room, and sterilized for convenience and immediate use. The implants are suspended on a carrier for transfer to the prepared surgical site without risk of contact contamination. Both the implant and the inner vial packaging are sterile. The label on the outer vial packaging for each implant contains a lot number that should be recorded in the patient¿s file to ensure complete traceability of the product. A patient chart label provided containing the lot number can also be placed in the patient file for traceability. The vial was found with the seal broken, and it cannot be confirmed if these were the circumstances the packaging was received by the customer. The complaint is therefore non-verifiable with the information provided. UDI: (B)(4).